Manufacturer narrative:
The customer reported the suspect device will be reworked with a main pcb component. However, the suspect main pcb component will not be returned according to the customer. At this time, vyaire medical does not anticipate the return of the suspect main pcb for evaluation therefore, a definite root cause can not be determined. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported a transducer fault (xdcr) alarm, while in patient use on this ventilator device. The customer stated no patient harm or injury was associated with this event. This device was evaluated by the customer who determined the likely failure was associated with a sub-component within the main printed circuit board.